Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was inflated at 14 atm and ruptured while the stent was being optimized. The procedure was completed without any patient complications, and the patient has fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. One possibility is that interactions between the device and the lesion anatomy occurred which resulted in the balloon material rupture. Additionally, it is also possible that interactions with other devices used in the patient, contributed to the reported rupture. However, without further details from the procedure a clear conclusion for the reported event cannot be confirmed at this stage.

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure at 14 atmospheres, the balloon was found to have ruptured while the stent was being optimized. The procedure was completed without any patient complications, and the patient has fully recovered. It was further reported that 60% stenosed target lesion was located in the moderately tortuous and severely calcified descending artery. The balloon was inflated once at 8 atmospheres for 6 seconds and the procedure was completed with a different device.